Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose after a prior high while using the ilet with fiasp; the user missed a lunch announcement earlier in the day and later performed a ¿usual for me¿ meal announcement, and the device was disconnected during a recent fill tubing event. Symptoms included hypoglycemia with a reported blood glucose of 70 mg/dl. Outcomes included self-management at home without hospitalization or medical intervention. Investigation included review of use patterns, recent device interactions, and meal announcement behavior. Investigation of this case revealed that an overcorrection following a preceding high during the device learning period, combined with a missed meal announcement and subsequent routine announcement, likely contributed to excess insulin delivery and the reported low. It was concluded, based on previously established findings for similar reports, that user interaction factors during adaptation and meal announcement practices were the probable cause.